Manufacturer narrative:
Field service performed extensive troubleshooting. Field service observed a foreign matter inside the reservoir, buffer (rohs). The reservoir, buffer (rohs) part was replaced to resolve the issue. The module function was verified with a control run. The architect system operations manual provides adequate labeling with regards to maintenance, component replacement, removing and installing the reservoir, buffer (rohs) and troubleshooting the customer issue involving the elevated result for b-hcg assay. The i2000sr service and support manual contained adequate information for the troubleshooting, removal, and replacement of the reservoir, buffer (rohs). A review of the architect (B)(4) service history, revealed no additional issues discrepant b-hcg results reported on serial (B)(4). No non-conformances or potential non-conformances were identified for the reservoir, buffer (rohs). No adverse trend was not identified for the reservoir, buffer (rohs). A review of the architect product monitoring found no adverse trend of the architect i2000sr with regards to the current issue. The calculated erratic rates for the architect i2000sr was acceptable. No product deficiency was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false positive architect bhcg result on a patient that was questioned when processed on the architect i2000sr. On (B)(6) 2020, sid (B)(6) generated positive architect bhcg of 517.99 miu/ml, but the next day the sample was repeated negative architect bhcg. No specific patient information was provided. No impact to patient management was reported.